Event description:
It was reported that the patient received the end of life (eol) message for their non-rechargeable implantable pulse generator (ipg). It was stated that patient experienced a loss of stimulation due the ipg reaching end of life. The patient underwent a procedure where the ipg was replaced. Post operatively, the patient was stable and doing well.

Event description:
It was reported that the patient received the end of life (eol) message for their non-rechargeable implantable pulse generator (ipg). It was stated that patient experienced a loss of stimulation due the ipg reaching end of life. The patient underwent a procedure where the ipg was replaced. Post operatively, the patient was stable and doing well.

Manufacturer narrative:
The returned ipg was analyzed and found to be in the eos state. The analysis of the data log indicated that the ipg reached its eos 5 months and 21 days after the initial programming. The average energy use index (eui) recorded was 39.5, aligning with an estimated theoretical battery lifespan of 9 months and 18 days. The data log showed no fluctuations in high voltage (vh) or impedance values during the device's operation, which could have significantly reduced its longevity. However, internal electrical tests confirmed that the sleep current was slightly elevated, potentially contributing to the early depletion of the battery. Although the specific cause of the high sleep current remains undetermined, all other electrical measurements were within the expected range.